Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced elevated glucose for about three hours following an overnight supply change, with a reported glucose of 203 mg/dl and visible blood at the infusion site; the user also reported a low glucose the prior day, and troubleshooting and education were completed. Symptoms included episodes of low and high glucose. Outcomes included the need for user monitoring and self-management without medical intervention. Investigation included complaint record review. Investigation of this case revealed an unclear cause for both the hyperglycemic and hypoglycemic episodes. It was concluded that the cause of the reported glucose excursions was undetermined and not attributable to a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.